Event description:
The consumer reported that the patient had a return of symptoms. Every once in a while, every year since the patient got their implantable neurostimulator (ins), their symptoms suddenly came back and the ins went out of whack. Each time the patient went to see their health care provider (hcp), who changed their settings and resolved it. Each time the patient kept raising the amplitude, they did not get the sensation and they started wetting. The patient was currently on program 1 at 2.6v. The patient had sharp pains going down the back of their leg and chest pain. They did a CT scan of their lungs and nothing was wrong, but the patient had nodules like ground glass in their lung and diagnosed the patient with emphysema. Now the patient had to do the treatment in the morning and night. The patient asked their hcp if it could have been due to their ins, and the hcp did not think so. This had been going on for 2 years. A few years ago, the patient touched it between their hip bones where the stimulator was and got shocked. The hcp sent the patient to the hospital so they could see if it was broken and they said no. When the hcp replaced the ins, they were going to fix it. The patient had low back pain and their back was killing them. The patient had pain in their upper hips, thought they had bursitis, and had injections in their hips. The patient did exercises and the health care provider (hcp) put them on tramadol. The patient said the pain began about a year ago in april or may 2015 and later said it had been going on for 2 years. The patient knew that between their hips it was herniated and they thought it was arthritis. The patient had a CT scan for their back. The patient would be getting injections for back pain. The patient would have their hcp call the manufacturer and would continue working with their hcp to resolve their symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.